Event description:
A malfunction was reported with a code "malf 12." There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and no further malfunctions were reported after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurs.